Event description:
Baxter reported the transfer set separated from the titanium adapter during use. It was in use for 120 days. There was no pt injury or medical intervention.

Manufacturer narrative:
The actual sample is available for evaluation.